Event description:
It was reported this jugular filter was successfully deployed via a right subclavian approach on march 1, 1999. Immediately following deployment, a central line was placed using the same wire used for filter placement. Resistance was encountered removing the guidewire following central line placement. The guidewire was reportedly wrapped around the apex of the filter. The central line was removed and continued exertion on the guidewire against resistance resulted in pulling the filter cephalad to the right atrium. The pt was transferred to another facility where uneventful percutaneous retrieval of the filter and wire was performed the following day via a left femoral approach utilizing a snare. Another filter and central line were successfully placed. The pt expired the week of march 15, 1999 from progressive cancer, an unrelated, pre-existing condition. Co's follow up revealed difficulty was encountered advancing the carrier system over the guidewire due to tortuosity of the pt's anatomy. Co believes pt anatomy and/or user technique may have contributed to this event. However, co is unable to determine the exact cause for this event.